Manufacturer narrative:
The dingus was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. Visual and functional inspection of the dingus showed that both the pin and spring portion of the assembly are as expected. The pin travels and seats properly and the dingus itself is in normal used condition. No problem found. The rotor spacer was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed. It passed visual inspection. All the guide rollers are in good functioning condition. No physical damage done to drive teeth or the spacer. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found the door would not open or close. They adjusted the door alignment pins, door close switches and door roller track. The imaging system passed all tests and is up and running. The bracket bottom and rotor spacer were returned for evaluation and are under analysis at this time. The groove rollers, bracket top, door winch and door pin receiver were returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed. The parts were returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while the manufacturer representative was installing the system, they discovered that the gantry is not opening or closing properly. No patient was present at the time of the event.